Manufacturer narrative:
Approximate age of device ¿ 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital with congestive heart failure (chf) exacerbation and elevated lactate dehydrogenase (ldh) with an inr of 4.7. Reportedly there were no elevated lvad flows or powers. Additional information was requested, but not yet provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined. The submitted log file appeared to show the system operating as intended. The submitted log file showed that pump power, estimated flow, and average pi remained stable throughout the log file. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.